Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. Visual inspection revealed that the device has the distal tip kinked and the core wire is broken due to rotational wear. The break starts at 189.3cm from proximal end; both sections of the returned wire completes the 330 cm that the guidewire should measure. Dimensional inspection was done. Overall length could not be measured due to device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death." (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07222. It was reported that guidewire detachment occurred. The target lesion was located in the severely calcified right coronary artery. A 330cm rotawire¿ and a 2.00mm rotalink¿ plus were selected for use. During preparation outside the patient's body, speed adjustment was done. The rotation speed which was unknown was increased. However, this caused the detachment of the rotawire. The procedure was completed with another floppy rotawire. No patient complications reported and patient's status was stable.